Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon unravelled inside vagina [foreign body in reproductive tract]. When pulled out tampon had unravelled [complication of device removal]. Tampon unravelled, began to come apart [device breakage]. Case description: consumer reported via e-mail that when she removed tampon, tampon unraveled inside of her and began to come apart. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon unraveled inside vagina [foreign body in reproductive tract] when pulled out tampon had unravelled [complication of device removal] tampon unravelled, began to come apart [device breakage]. Case narrative: consumer reported via e-mail that when she removed tampon, tampon unraveled inside of her and began to come apart. No serious injury reported.